Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A search of the complaint database was performed and one similar complaint for this lot number was found. The product history was reviewed, and no deviations, non-conformance's, or exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during peripheral intervention procedure, the middle marker band on the catheter moves. No patient injury was associated with the event.